Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized on (B)(6) 2016 with blood glucose of 600 mg/dl. Customer had symptom of vomiting, dizziness, and tiredness. Customer was hospitalized due to high blood glucose. Customer was treated with fluids and manual injections. Customer was wearing insulin pump at the time of hospitalization. During troubleshooting, it was found that infusion set had a few air bubbles and a large air bubble. Caller received assistance in removing air bubbles. Air bubbles did not persist after infusion set change. Caller declined further troubleshooting and would monitor insulin pump.